Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro device would not deactivate; the device was hot and glowing red. The device was taken out of the patient and continued to activate until it was unplugged. The device was replaced with another hemopro; however, the same issue occurred. The extension cable was switched five times and a third hemopro device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the five extension cables and one of the suspect hemopro devices for investigation. The second suspect hemopro device will reportedly not be returning as it was discarded. Refer to MFR report #s 2242352-2013-01439, 2242352-2013-01440, 2242352-2013-01441, 2242352-2013-01442, 2242352-2013-01443, and 2242352-2013-01445 for the related reports.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).